Event description:
Info rec'd that the pt cannot place nurse call. No injury reported.

Manufacturer narrative:
Technician found the bed in medsurg room. Pt can not place nurse call as the p379 cable was pulled from nurse call pc board. Replaced nurse call board to resolve this issue.